Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that, although the instrument's pitch cable was loose and unraveling, it was not frayed. Failure analysis investigation also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .115 - .197 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing that a cable was beginning to fray on the fenestrated bipolar forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.